Manufacturer narrative:
Image review: a pre-implant patient executive summary was not provided, which limited the ability to perform a comprehensive pre-procedural anatomical assessment. Three intraprocedural fluoroscopic images were submitted for review in relation to the reported event. Based on the available fluoroscopic documentation, a valve load inspection under fluoroscopy was conducted and confirmed a good load. It was reported that one recapture was performed due to suboptimal valve depth and during a subsequent implantation attempt, an infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. It was reported that the infolded valve was recaptured and replaced with a new valve and no further issues occurred. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, fluoroscopic check of the valve loading showed a good load with no evidence of an infold. Positioning was too high during the first deployment and the valve was recaptured. When the valve was repositioned and deployed at 80%, an infold was noticed. Subsequently, the valve was recaptured and replaced. No patient complications were reported as a result of this event. Additional information was received that a procedural delay of approximately 5-7 minutes occurred as a result of the infold to remove the valve and reload a new device. Per the physician, tortuous anatomy contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012628475); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-34 (lot: 0013151971); product type: 0195-heart valves; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, fluoroscopic check of the valve loading showed a good load with no evidence of an infold. Positioning was too high during the first deployment and the valve was recaptured. When the valve was repositioned and deployed at 80%, an infold was noticed. Subsequently, the valve was recaptured and replaced. No patient complications were reported as a result of this event.